Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported " battery won't charge". Aditional information stated staff were transporting the patient to the ICU when this incident occurred and another pump was used to complete the transfer. Patient was reported to be "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "battery won't hold a charge" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " battery won't charge". Additional information stated staff were transporting the patient to the ICU when this incident occurred and another pump was used to complete the transfer. Patient was reported to be "fine".